Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer tested the endoscope again and was able to get it to work and will monitor it. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer installed a 30-degree endoscope but the image went blank and upside down. The customer replaced the endoscope and continued the case. The technical service engineer advised the customer to retest the original endoscope after the case, it was confirmed that the issue did not reoccur. The procedure was completed with no reported injury.